Event description:
After a c-section while the drapes were being removed a small burn area was noted on the patients right upper outer thigh in the area of the bovie wire. Bovie cautery was being used on patient undergoing a repeat c-section. Bovie worked appropriately. Midway through case bovie was not working. Cautery machine was shut down new bovie attached. Case was completed. When staff removed drapes a small burn was noted on the patients upper outer right thigh. Bovie wires were inspected and showed no signs of fraying or burning. The cautery machine was taken out of service until inspected by engineering and deemed to be functioning appropriately. Dates of use: (B)(6) 2017. Diagnosis or reason for use: cautery device in surgery. Is the product compounded: no. Is the product over-the-counter: no. Event reappeared after reintroduction: no.